Event description:
A report was received that the patient underwent a pocket revision due to discomfort caused by non-device related weight loss. The physician moved the ipg from the buttock to the abdomen and implanted two lead extensions. The patient was reportedly doing fine after the procedure.